Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A physician reported that following intraocular lens (iol) implantations, patient complaints of glare have increased over the last few months compared to the previous 3-4 years. The physician reported he has explanted a number of iol's in the last couple of months due to the patient not being able to tolerate glare. Additional information has been requested.